Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, the radio frequency 9rf) in the device was not allowing for communication with the patient¿s at home transmitter. The patient will continue to be monitored.